Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction with a 400cc mentor tissue expander experienced unilateral deflation post procedure. As a result, an explant was performed on an unknown date post procedure. No additional event details have been made available to mentor at this time. If additional clarification is received in the future, then a supplemental report will be submitted.